Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The cause of the output anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving alerts related to low out of range hv lead impedance. When performing a second emergency shock, alert messages indicating possible hv lead issue and operation could not be completed were displayed. An audible pop sound was also heard. It was then indicated that both the lead and the device were damaged. During explant burn marks were visible on the device. No adverse consequences to the patient were noted.